Event description:
The customer reported that a patient went into asystole and the system generated a visual alarm but no audible alarm. The patient expired.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.